Event description:
The customer called stating, she received a blood result of 279mg/dl on her breeze 2 meter. She took her insulin and an hour later retested with the same meter. She received a result of 279mg/dl. She took her insulin again and then tested with a different meter. Result was 14mg/dl. She mentioned no ill effects. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips and meter were sent to the customer.